Event description:
Caller reported that the pump battery would not charge, and there was no adverse impact to the customer's blood glucose level. Despite trying various solutions such as using a different wall adapter and charging cable, the issue was not resolved. Technical support decided to replace the pump. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery.